Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow keypad button was sticking and required multiple presses to respond and the ok keypad button was hyper sensitive. The patient noted that the rubber on the ok keypad button was worn. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump outside a garment and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. The keypad was found to be worn, which has no effect on insulin delivery. During testing, all keypad buttons were found to respond appropriately and were functional. The original complaint of the up arrow button sticking and requiring multiple presses was not confirmed or duplicated during testing. There was evidence of contamination found under all key contacts and the keypad flex was peeling off from the base.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.